Event description:
During initial implant, it was not possible to fixate the leadless pacemaker (lp). The lp was explanted and the procedure was continued without implanted a lp. The patient was stable.